Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt has two fasttake meters. The first meter the pt's blood glucose results were 131mg/gl, 113mg/dl (lab). Tests were done < 10 minutes apart with a difference of 16% which is within spec's. The second meter the pt's blood glucose results were 171mg/dl, 113mg/dl (lab). Tests were done < 10 minutes apart with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.